Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer state one of the results were reported to clinicians, they put a disclaimer for the one that was reported. Customer state she is not sure if the patient was treated, but she will provide more information by e mail. Customer state they got 3 bottle 442023 - bottle plastic bactec plus aerob/f 50/pk lot#: 2290034 that were positive on the bactec instrument, and as part of their normal site procedure, they run bcid biofire tests to this positive bottles, no lot no. Or biofire reports will be provided, they have them under a local investigation process and cannot be provided. What they found on the biofire test is that this bottles gave a positive result for 2 microorganisms, one microorganism was able to grow after subculture, and the growth was seen also on gram stain, but the other microorganism identified by biofire test was candida tropicalis, this organism was neither on the gram stain, nor on the subculture growth. Customer states this has to come from the bottle. Bactec 442023 lot: 2290034 contaminated bottles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer state one of the results were reported to clinicians, they put a disclaimer for the one that was reported. Customer state she is not sure if the patient was treated, but she will provide more information by e mail. Customer state they got 3 bottle 442023 - bottle plastic bactec plus aerob/f 50/pk lot# 2290034 that were positive on the bactec instrument, and as part of their normal site procedure, they run bcid biofire tests to this positive bottles, no lot no. Or biofire reports will be provided, they have them under a local investigation process and cannot be provided. What they found on the biofire test is that this bottles gave a positive result for 2 microorganisms, one microorganism was able to grow after subculture, and the growth was seen also on gram stain, but the other microorganism identified by biofire test was candida tropicalis, this organism was neither on the gram stain, nor on the subculture growth. Customer states this has to come from the bottle. Bactec 442023 lot 2290034 contaminated bottles.

Manufacturer narrative:
H6: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Returned good samples were visually inspected and tested for voltage output and viable contamination. All results were satisfactory. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 17-mar-2023.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details customer state one of the results were reported to clinicians, they put a disclaimer for the one that was reported. Customer state she is not sure if the patient was treated, but she will provide more information by e mail. Customer state they got 3 bottle 442023 - bottle plastic bactec plus aerob/f 50/pk lot# 2290034 that were positive on the bactec instrument, and as part of their normal site procedure, they run bcid biofire tests to this positive bottles, no lot no. Or biofire reports will be provided, they have them under a local investigation process and cannot be provided. What they found on the biofire test is that this bottles gave a positive result for 2 microorganisms, one microorganism was able to grow after subculture, and the growth was seen also on gram stain, but the other microorganism identified by biofire test was candida tropicalis, this organism was neither on the gram stain, nor on the subculture growth. Customer states this has to come from the bottle. Bactec 442023 lot 2290034 contaminated bottles.